Event description:
Patient submitted survey. Upon discussing, discovered he is implanted. He reports significant pain and scar tissue around the battery site. States he has been having trouble since january. He has seen dr (B)(6) who per patient, advised that the battery location needed to be moved. He has been waiting to hear for surgery to be scheduled, but is having issues with insurance auth. Per (B)(6), his provider submitted information a few weeks ago and then he received an email stating that insurance auth is being worked on. He is frustrated he has not heard on insurance status-advised him to f/u with his provider for status update.